Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for intractable spasticity and cerebral palsy. It was reported that prior to a CT scan, the patient had turned the stimulation off but they felt stimulation after the scan. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). Conflicting information was reported. The patient denied having being exposed to any electro magnetic interference (emi). The patient was not aware of being exposed to any emi. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that patient's weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.